Manufacturer narrative:
Follow-up #1 date of submission 01/14/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 12/31/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was found in the battery compartment. The pump failed a leak test at the battery compartment. The keypad was inoperable due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.